Event description:
It was reported that during the implantation a problem occurred with the fixation mechanism of the lead. The helix would not extend or pull back properly. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) tip electrode miscellaneous (non-electrical), damaged at implant. The analyst noted the lead was returned with the guide tooth damaged. Full lead returned and analyzed.